Manufacturer narrative:
The customer contacted the siemens technical support technician (tst) to report the discordant troponin result. The customer provided quality controls (qc) data, and results were within range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked photometer system. The cse found weak lamp and delaminated filters (293 and 510). The cse replaced photometer source lamp, aligned and replaced filters (293 and 510). The cse cleaned photometer filters, calibrated and aligned lamp. The cse replaced and aligned probes, decontaminated chemistry wash and water bottle, and placed a new troponin reagent flex. The cse ran system check, and recalibrated troponin method. The cse ran quality controls (qc) and precision, and results correlated well between the dimension rxl max with hm instrument and the dimension xpand instrument. The customer did not repeat the patient sample post-service visit. A siemens headquarters support center (hsc) specialist reviewed the information provided and did not find reagent or instrument issues. The elevated troponin values on the rxl were corrected by decontamination of the dimension system. Data is consistent with biofilm causing the elevated troponin values. Elevation occurred within one month of prior decontamination. The hsc suggested the need for a longer (1 hr) and stronger (500 ppm) decontamination if the qc trends up again. The cause of the discordant troponin result is due to biofilm. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant troponin result was obtained on one patient sample on a dimension® rxl max with hm instrument. The initial discordant result was reported to the physician(s). The original sample was repeated on a dimension® xpand instrument. It is unknown if the xpand result was reported. There are no reports of patient intervention or adverse health consequences due to the discordant troponin result.